Manufacturer narrative:
The customer's meter was received for investigation. There were no missing or faint segments in the display. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The issue observed by the customer is consistent with contamination of the contacts due to improper handling or maintenance by the customer.

Event description:
The customer complained of missing segments from the results field of the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that digits in the results field looked like parts of "1s" while attempting to view the results. The segments were sometimes visible and would sometimes fade out. After the display check the tops of the eights, one line of the digit on the right side of the display, and one segment on the bottom was visible. The other eights were missing segments on the side. There was no allegation of an adverse event. The customer used a different meter to successfully test the patient. The suspect product was requested to be returned for investigation.